Manufacturer narrative:
The ge service rep checked the system, and confirmed the issue. He replaced the assembly cable, interconnect, 20'. He also checked the image resolution and the auto kvp. All c-arm and work station controls were functioning properly. The cine also functions properly. The system is operating as intended.

Event description:
The customer reported that there was a problem with the connector, the spring was not working. The p1 interconnect plug will not lock into the socket on the c-arm.